Event description:
It was reported that this patient with a 31mm porcine mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, two (2) months due to moderate to severe paravalvular leak and severe mitral regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter valve. Per the medical records, the patient was admitted to the ER due to acute onset shortness of breath. She became hypoxic and was started on supplemental oxygen and intra-aortic balloon pump was placed and she was admitted to the cardiac ICU. The 29mm transcatheter valve was slowly inflated with acceptable placement 3 mm into the atrium. The balloon was deflated. The pacing was resumed, as was intra-aortic balloon pumping, which had been held. Upon removal of the delivery apparatus, there was adequate placement and functioning of the newly placed prosthetic transcatheter valve. There were no complications noted. The patient was transferred to the cardiac ICU post procedure. The patient was discharged to a rehabilitation facility on pod #5 in stable condition.

Manufacturer narrative:
Additional information was received and the following section(s) was updated: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patient¿s younger age at implant likely contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 31mm porcine mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, two (2) months due to mitral regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter valve. No other details were provided.